Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 145 mg/dl. The customer stated that they had battery was low and changed it and then received a replace battery message. Customer did not receive a low battery alert prior to the replace battery alert. The second occurrence of replace battery alert without a low battery warning. It was reported that they had failed battery alarm. The troubleshooting was performed and was advised insert a new (fully charged) aa battery. Customer received a battery failed alarm. The customers pump screen did not return. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will be returned for analysis.